Event description:
It was reported that the procedure was a dilatation on an arterio venous fistulae in the brachial artery. During the procedure, it was observed that the guide wire broke in two pieces and that a piece of the guide wire became lost in the radial artery. The guide wire piece was withdrawn with surgery. The pt was reported to be doing fine after the intervention.